Manufacturer narrative:
Device qc performed, (B)(6) 2010.

Event description:
Initial info reported by a physician to a sales rep on (B)(6) 2009: this non-serious case, upon medical review, has been upgraded to serious based on company ime. The reporting physician reported that a pt (age and gender unspecified) rec'd treatment with poly-l-lactic acid (sculptra) in (B)(6) 2007. The pt experienced non visible nodules and one developed up in the temple area. The biopsy came back "inflammatory process/granuloma". The doctor was concerned because it raised the skin area. It was reported that nothing was detectable or noticed by the pt until a week ago. No concomitant medications or medical history was provided. No further info reported.